Event description:
It was reported that during the procedure the implantable cardioverter defibrillator (ICD) was unable to defibrillate the patient. A second attempt at a later date was unable to net a 10j defibrillation threshold safety margin and the device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194 implantable pacing lead, (B)(6) 2010; 4574 implantable pacing lead, (B)(6) 2010; 6947 implantable tachy lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.